Event description:
One touch ultra meter was reading inaccurately low. The pt's meter read 22 mg/dl and 40 mg/dl, while experiencing no symptoms of high or low blood glucose levels. The time difference between the results was not provided. They drank coffee and sugar to help elevate their blood glucose level. They later tested again and obtained 400 mg/dl. They immediately started drinking water to help bring their blood glucose level down. Approximately 15 minutes later the pt obtained 120 mg/dl. The pt's family member contacted their physician; however, no treatment was sought. The customer service representative was unable to perform troubleshooting, as the pt did not have control solution. The pt neither alleged harm nor experienced injury or medical intervention. There is an indication that the product malfunctiioned and that the event meets the criteria for medical device reportable. Pt's meter, test strips, and control solutions were replaced.